Manufacturer narrative:
Correction information was provided in h.6. Product component code lens was an error. It should have been 788. Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a bent punch on a company model that kept overriding the iol therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with the description of bent injector and that keeps riding over the top of the intraocular lens ( iol) optic and scratching the optic. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).